Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this device was received with no information regarding the reason for revision. Attempts were made to try and obtain the information, but these attempts were not successful. Therefore, a gross examination of the returned device was conducted and this examination revealed an anomaly.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the exhaust tube/strain relief junction of cylinder # 1. Testing revealed this to be a site of leakage. Quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of cylinder #1 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.